Event description:
It was reported that during a catheter insertion/removal the clip applier was feeding sideways. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.